Event description:
The ventilator went vent inop while in pt used and alarmed. Customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service technician reported he was unable to duplicate the customer reported problem but confirmed there was a diagnostic code in the ventilator log history that indicated a power failure of the ventilator occured. The service technician repalced the power switch as a precauationary measure. Extended self testing (est) was performed and passed per operating specifications.